Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
This event occurred on unknown date. The customer reported that a 44 cm (17") pur ext set w/clave® spike, 0.2 um filter had a leaking filter. The issue was noticed during priming and prior to patient use. There was unprotected chemotherapy exposure, but no adverse operator consequences, no medical /surgical intervention required.

Manufacturer narrative:
Additional information: d10 - date returned to mfg. H10: one used sample was returned for evaluation. No visible gaps in the welds of the filter housing were seen. There was no damage or anomalies identified on the set. A leak test was performed according to product performance specifications and no leakage was observed from any location on the set. The reported complaint could not be confirmed. Leakage could not be replicated during functional testing of the returned product. The lot review was performed with no issues noted.